Event description:
It was reported that during an unknown procedure, the device fired clips which didn't hold. Another like device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
(B)(4).